Manufacturer narrative:
(B)(4). (B)(4). (B)(4). (B)(4). Cook endoscopy received a copy of this medwatch from FDA on 04/26/2010. This report was determined to be MDR reportable upon receiving the info from the initial reporter. Cook endoscopy requested authorization to participate in FDA's alternative summary reporting program on 02/09/2010. Because the due date of this MDR report fell between 01/01/2010 - 03/31/2010, the info was listed in cook endoscopy's draft alternative summary report to be submitted to FDA on 04/30/2010. On 04/01/2010, FDA was contacted by cook endoscopy to inquire as to the status of authorization to participate in the asr program. FDA contacted cook endoscopy on 04/05/2010 and informed us that our request to participate had been declined because the rate of these reports is below the minimum for participant consideration. Therefore, this report is being submitted on the individual medwatch form - 3500a. Evaluation: the product was returned to the approved forceps supplier for evaluation. The supplier was unable to confirm the report. The gap between the mated forceps cups was measured. The gap between the teeth of the mated cups at the tip of the forceps measured within the appropriate specification. A product discrepancy or anomaly that could have contributed to the reported event was not observed during the product evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for the reported observation could not be determined because the product met the appropriate specification. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura serrated large forceps with spike are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: the appropriate internal personnel have been informed of this type of occurrence and this was brought to the attention of the quality review board (qrb). A corrective action was not initiated at this time because the product was confirmed to be within specification. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy for surveillance biopsies of ulcerative colitis, the physician used a cook endoscopy captura serrated large forceps with spike. During the first attempted biopsy, the forceps seemed to tear the tissue instead of cleanly excising the tissue. The biopsy forceps reportedly "pulled off a 2.5cm mass of tissue in the cecum". The physician indicated "the procedure had to be terminated as it appeared highly suspicious for perforation. X-rays, observation and repeat x-rays were performed. No perforation was noted". A section of the device did not remain inside the pt's body. The pt did not require any add'l medical procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence.